Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that insulin pump alarmed a low battery alarm and the display went blank. Customer was unable to resolve the issue with three battery changes. Customer's blood glucose was 51 mg/dl. Customer reported the battery cap was damaged. Customer was advised that the battery cap will be replaced. Customer will not be returning the device for analysis.